Event description:
On september 6, 2022, philips received a complaint that was reported by the customer to the health canada through sentinel program. The customer reported "neuro room x-ray machine stopped imaging in the middle of a stroke intervention." The issue happened on (B)(6) 2020. No harm has been reported to philips. On january 23, 2020, a philips service engineer inspected the system onsite and replaced the lateral and frontal image processing pc and the image hard disks. The system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips confirmed the reported issue. Investigation showed that an image storage disk error message was generated and x-ray acquisition was not possible. Log file analysis confirmed that there were issues with both the lateral and frontal image processing pcs (ippcs), and the most probable cause was an os disk issue. The philips service engineer replaced both ippcs and os disks, the system has been returned to use in good working order. Corrected data: codes are updated as per the investigation outcome